Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of dizzy, nausea, nose irritation. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous CPAP device's sound abatement foam allegedly became degraded and patient experiencing dizziness, nausea, nose irritation. There was no report of serious or permanent patient harm or injury. New information has been added that the patient alleged having respiratory issues, problems with breathing, frequent urination. Section g3, h6 has been updated / corrected.